Event description:
A report was received that the patient was not getting right sided coverage. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.